Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012840707 was returned and analyzed. Visual inspection was conducted. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity and hipot verification (where applicable): electrical continuity test revealed an open loop on the electrode #4 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter subcomponents: the electrode #4 wire was found charred and broken at the pin within the epoxy resin inside the electrical connector. In conclusion, the catheter failed the return product inspection due to the electrode wire observed to be charred and broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a pulsed field ablation procedure, a noisy electrogram was observed. Electrode four was not connecting when using the electrogram cable, and the signal between electrodes three-four was noisy. Despite this issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event